Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported hearing a pop and thereafter a grayed image. The system failed to produce fluoroscopy x-ray. There was no patient injury or death reported.